Manufacturer narrative:
Concomitant medical products: product ID: neu unknown; lead lot# unknown; product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient who was implanted with an implantable neurostimulator (ins) for unknown indications for use. It was reported that the patient needs an MRI, they had a stage 11 medtronic interstim 11 device placed in 2008. They had this device removed in 2021 however the lead broke off and half of the lead was left abandoned in her pelvis. They no longer have their implant card with model number. Hcp is wondering if this broken lead is safe to scan with a 1.5t MRI.